Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test guardian link communicates properly to the insulin pump and all registered properly in the summary history noted. Insulin pump received with serial number label missing and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 and (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's other blood glucose was 303 mg/dl. The customer report the significant event that leading to hospitalization was pale throwing up. The customer was treated with manual injection. The insulin pump will be returned for analysis.